Event description:
Device analysis completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac complaint of left side knob missing, release alarm pressure not working and where the gage is mounted it is bent. The unit was reported to be dropped. Physical condition of device revealed front panel bent. Manometer gauge is misaligned inside alarm bezel on and off and relief alarm pressure knobs are missing. Gas supply indicator does not register air pressure but input passes the lock-off leak test. Complaint was confirmed and action was taken to replace front panel. Repair summary : replaced damaged front panel and gas supply indicator. Replaced missing small knobs. Readjusted manometer inside alarm bezel. Installed service kit as a pm.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was returned for investigation in used condition. Visual inspection revealed the following: the front panel was bent, the manometer gauge was misaligned inside the alarm bezel, the on/off, and the relief alarm pressure knobs were both missing. In addition, the gas supply indicator did not register the air pressure. The input passed the lock-off leak test, however. The customer reported product problem was therefore confirmed. The reported issues occurred because the device had been damaged from an impact to the front panel. A user interface issue was therefore established as the root cause. The damaged front panel and gas supply indicator, along with the other damaged/worn components were replaced. The device subsequently passed all the functional tests.

Event description:
It was reported that the release/alarm pressure on the pneupac ventilator was not working. The section where the gage was mounted was bent. The left side knob was also missing. The reporter also indicated that the device had been dropped. The aforementioned product issues were observed during functional testing. There was no patient involvement.